Event description:
It was reported that during a revered shoulder replacement surgery, the mating parts of the assembly could not be correctly secured. The components were reported damaged in initial implantation and/or during extraction. The baseplate of the assembly was replaced with a second unit and surgery was completed without further difficulties encountered. Components reported involved are: dwd882 = 25mm baseplate. Dwd874 = eccentric glenoid sphere. Dwd872 = centered glenoid sphere. No pt difficulties have been reported. (B)(4).